Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the patient's right ventricular lead exhibited a loss of pacing and high and out-of-range impedance. The patient was distressed at the time due to the lack of sufficient pacing. Programming changes were made and the patient's condition dramatically improved.